Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the superior zonules broke upon lens insertion, and the lens vaulted. Lens was removed intraoperatively and a vitrectomy was performed. Another lens of different model was successfully implanted. The surgeon indicated that in his opinion the event was likely due to pt condition of zonular weakness. The pt's current prognosis was described as "pt has done very well". This report pertains to the pt's right eye. Please reference MDR #:1119279-2013-00212 for the intraocular lens used during the event.